Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the lower trigger was dirty and a blockage was found. This is attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the motor started without pressing the trigger. This is report 1 of 1 for complaint #(B)(4).